Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the pacemaker and the right atrial (ra) lead exhibited undersensing and oversensing - myopotentials oversensing. The pacemaker and ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.